Event description:
It was reported that a patient underwent a single level balloon kyphoplasty (bkp) to treat a vertebral compression fracture. During the procedure, the right balloon was inflated to 2.5 cc and 112 psi and the left balloon inflated to 3.5 cc and 130 psi. The right balloon was then deflated and removed. After injecting less than 0.5cc cement on the right, the left balloon ruptured. The rupture occurred at high pressure. There were no patient symptoms or complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.